Event description:
Nurse was plugging stryker bed into electrical outlet. There was shock and nurse noticed black soot on glove. The rn was experiencing some nerve pain but no burns. Manufacturer response for bed, ac-powered adjustable hospital, intouch (per site reporter). The rep has not been to see the bed.